Event description:
It was reported that at the end of a transport, the cardiosave intra-aortic balloon pump (iabp) shut off randomly while on the patient. The iabp was swapped out to a hospital pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated customer reported pump shut down during a transport. Shut down at the end of transport. Pump was swapped out to hospital pump. Patient involved and no injury reported. Error code 63 logged in error log. Replaced video generator board. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The following was performed by (B)(6), sr service technician of the maquet failure analysis and testing dept. Wayne, nj the failure analysis and testing dept. Received part number upper display monitor board serial number, part number video generator board serial number: (B)(6) and part number serial number: (B)(6) with a reported unit failure of unit shut down during transport. The fat dept. Performed a visual inspection of all parts received and found that all the parts are in good condition. The fat dept. Installed part number upper display monitor board serial number, part number video generator board serial number and part number cable serial number in the cardiosave test fixture serial number (B)(6) and tested jointly and separately in accordance with factory specifications per procedure number (B)(6) and the cardiosave service manual number 0070-00-0639 rev. R. The failure analysis and testing department could not replicate the failure experienced by the customer. Sending the boards to the respective supplier for further failure analysis as per procedure number (B)(6). Retaining the cable in the fat dept. Per procedure (B)(4). The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Failure analysis received from the supplier for the part. They stated: fct: touchscreen fail test (u41). Suspected defective component: u41. Probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a